Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. A replacement display was ordered. No conclusion can be drawn as further repair information is unavailable.

Event description:
The customer reported that the instatrak 3500 system had an unreliable display. No pt injury was reported.